Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient had fallen on (B)(6) 2021 and was unable to walk for two months and during that time a large sore developed around the ipg site causing pain. Surgical intervention took place wherein the system was explanted. Date of explant is unknown.

Manufacturer narrative:
The reported event for pain at ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. As received, the ipg was inoperable due to a depleted battery. The ipg can was cut open and the top half of the can was removed. Inspection of the interior of the ipg did not reveal any anomalies. Inspection of the internal battery revealed it was in good condition and did not show signs of leaking. The ipg battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.